Event description:
During use of the device for a non-clinical activity, the user reported that air sensor latch was broken. The user is using a back-up unit. Since the event occurred during a non-clinical activity, there was no pt involvement.

Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.